Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated and undersensing was noted on the device. Moreover, an error message appeared on the programmer indicating that the entire files stored in the device could not be saved. Technical support was contacted which determined that the cause of the event could be due to a memory issue in the device or the interrogation was not completed when the device was read. No intervention has been conducted at this time. The patient was stable with no consequences.